Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 25jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator failed extended self test (est) during testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 06mar2019. The customer troubleshot with technical support. Reportedly, the customer had hit retest several times and checked pressure relief valve (prv) cracking pressure, initiated another extended self test and it passed. The customer stated the issue was addressed. No parts were returned to philips for failure investigation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.